Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to an upcoming surgery (non-diabetes related), the customer had not eaten. The blood glucose (bg) level dropped to 45 mg/dl as the pump basal rates had not been adjusted for the surgery. Food will be consumed after the surgery.